Event description:
In 2002, the end-user called medtronic minimed and stated a leak at the luer lock, has occurred in another infusion set, the priming process and the hp test can be done. In 02/2003, maersk medical received the complaint and 45 unused sets.